Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead. Troubleshooting was performed and different vectors were tested and when programmed rv to coil the impedance measured 153 ohms. Technical services discussed this is due to calcification and recommended to perform a 41j commanded shock to determine real impedances. Additionally, it was noted that the patient is hearing beeping tones. At this time, the device and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead. Troubleshooting was performed and different vectors were tested and when programmed rv to coil the impedance measured 153 ohms. Technical services discussed this is due to calcification and recommended to perform a 41j commanded shock to determine real impedances. Additionally, it was noted that the patient is hearing beeping tones. At this time, the device and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments and severed approximately 111mm from the terminal end. The helix was extended and there was dried blood/tissue within the helix housing. It was noted there was calcification on the lead insulation and at the distal shocking coil. Analysis determined that the impedance measurements and delivery of tachy therapy may have been impacted by the calcification of body fluids on the distal shocking coil and lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead. Troubleshooting was performed and different vectors were tested and when programmed rv to coil the impedance measured 153 ohms. Technical services discussed this is due to calcification and recommended to perform a 41j commanded shock to determine real impedances. Additionally, it was noted that the patient is hearing beeping tones. At this time, the device and rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this lead was explanted and replaced successfully. No additional adverse patient effects were reported.